Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information noted the device had been explanted prior to this event. The stimulator was explanted as of (B)(6) 2010. The stimulator does not relate to the event. Stimulator (B)(4) pertains to this event and was reported in manufacturer report number 3004209178-2013-07731.

Event description:
It was reported that the patient was unable to adjust stimulation and the programmer displayed a "call your doctor" icon. The patient noticed a power on reset (por) condition and had not been feeling "consistent" stimulation. The patient stated that even when she turned up therapy she felt it for thirty minutes and then stopped feeling it. The patient also had a loss of therapeutic effect and did not feel stimulation on (B)(6) 2013. The patient had an appointment with her health care provider (hcp) scheduled for (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3058 lot# serial# (B)(4), implanted: 2010 (B)(6), product type implantable neurostimulator product ID 3093-28 lot# v475907, implanted: 2010 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), product type programmer, patient product ID 3031a lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 3095-10 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID 3093-28 lot# v004123, implanted: 2006 (B)(6), product type lead (B)(4).